Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that battery was unable to communicate to testing equipment. An internal inspection of the battery revealed that the communication wire that connects from the printed circuit board (pcb) to the output cable was disconnected. If the communication wire is open, the battery will flash yellow when connected to the battery charger. The wire was resoldered to the pcb; results revealed that the battery regained functionality and performed as expected. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an excessive stripping of the wire during the assembly of the unit, resulting in a marginally connected communication wire to the printed circuit board. An internal investigation has been opened by the supplier to evaluate soldering and wire thinning in panasonic battery packs and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging. The indicator light was flashing yellow on the battery charger display. The battery was replaced. No patient complications have been reported as a result of this event.